Manufacturer narrative:
(B)(4). Additional information was requested and the following was returned: was it the insulation at the tip of the shaft, was there any damage to the blade or jaw of the device: I have sent the device to the complaint unit so I am unable to answer the additional questions.

Event description:
It was reported that during a lap prostatectomy procedure, the insulation at the tip of device broke off while in use. It is unknown if a piece remained in the patient. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n92n65. The analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged at the area of the links. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information has been obtained: after discussion with the scrub nurse, she explained that the surgical field was irrigated, suctioned, and visibly inspected. There was no evidence that the tip was remaining in the patient.